Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. The one (1) screw was broken prior to surgery on (B)(6) 2021. It is unknown when the screw broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. The one (1) screw was broken prior to surgery on (B)(6) 2021. It is unknown when the screw broke.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent removal of hardware and revision of tibia intramedullary (im) nail due to non-union. A screw was also broken prior to surgery on (B)(6) 2021. One fragment left in and retained in the patient and not retrieved. It is unknown when the screw broke. Original date of surgery was on (B)(6) 2020. The nail and screws were explanted successfully. The revision procedure was completed successfully without any complication or surgical delay. Patient status is unknown. This report is for one (1) 9mm ti cann tibial nail-ex w/prox bend 390mm-sterile. This is report 3 of 5 for complaint (B)(4).